Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse was reported via phone call, that the customer experienced low blood glucose that was going up and down very quickly, with blood glucose of 40 to 200 mg/dl at the time of the incident. The customer was at 80 mg/dl at the time of the call. The customer used juice and candy to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed and the customer will follow up with their health care professional. Customer reported air bubbles in the infusion set. The customer was using a competitor's sensor. The device will not be returned for analysis.